Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had hypoglycemia two times on (B)(6) 2015. The hypoglycemia incidents both occurred during the night. Customer stated that they probably had set the bolus higher than what was necessary. Customer stated that it was probably caused by a dietary mistake and/or the hot weather. Customer was treated at the emergency room and then discharged in both cases. Customer's diabetologist changed his basals. Customer has a stable and normal blood glucose after the basal setting was back as they were before. Customer mentioned that the pump did not alarm at all in the time of the low blood glucose and was not damaged.